Event description:
In 2004, pt presented to the ER with a history of acute chest pain and a syncopal episode. Pt was noted to be somewhat hypotensive and was given fluid boluses with subsequent sustained good blood pressure. Echocardiogram showed a moderate pericardial effusion, predominantely around the right atrium and right ventricle. The pt was taken to the cardiac cath lab for a pericardiocentesis and had approx 420cc of blood evacuated from the percardial space. Given that the fluid was bloody in nature and the acuity of the symptoms, the physician diagnosed probable asd device erosion and the pt was taken to the or. During surgery it was noted that the asd device had perforated the superior-posterior aspect of the right atrium. The device was removed and the defect was surgically closed. The pt tolerated the procedure well and was released from the hosp three days post surgery. Follow-up visit one month later, showed they had recovered completely.